Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient arrived to the ICU (intensive care unit) from the cardiac cath lab with the pump alarming "unable to calibrate". The hospital staff was unable to obtain arterial pressure from the console. The hospital staff used an alternate source to obtain the arterial pressures. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # to: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
Initial reporter occupation: manager of ccu (coronary care unit). Initial reporter full name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Compliant # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient arrived to the ICU (intensive care unit) from the cardiac cath lab with the pump alarming "unable to calibrate". The hospital staff was unable to obtain arterial pressure from the console. The hospital staff used an alternate source to obtain the arterial pressures. There was no reported injury to the patient.